Event description:
During a remote follow-up, noise resulting in oversensing and noise reversion was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of noise and oversensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and an x-ray examination were performed and revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead revealed no anomalies.